Event description:
It was reported to boston scientific that after a procedure that placed a prefyx sling system, the pt was experiencing urinary retention. The pt was reported to be "stable". The physician indicated, he would probably go back in a cut the sling and release it, but this had not been scheduled. Attempts to obtain additional info has been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis will not be performed. A review of the specific device history record could not be conducted due to the lot number being unknown. A device history record (DHR) review was conducted on each of the 3 lots from the ship history search. No issues that could be associated with this incident were found. There is no evidence that the device was not used in accordance with the labeling. The risk of this defect is noted within the labeling. A review of the directions for use (dfu) found that the risk of "temporary or permanent lower urinary tract obstruction and retention" is listed as a possible adverse event of sling placement. The root cause for this complaint is anticipated procedural complication.